Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and tissue injury were unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported heart failure was a cascading event of the reported recurrent mr. The reported patient effects of mitral regurgitation, tissue injury, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Section d: suspect medical device lot number updated.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. Xtw (lot: 40327r1116) was implanted successfully, reducing mr to trace. On (B)(6) 2024, the clip was observed to be detached from the posterior leaflet (single leaflet device attachment (slda)) resulting in decompensation and recurrent mr grade 4. A small flail was also observed thought to be related to tissue damage. On (B)(6) 2024, a second xtw was implanted, reducing mr to grade 1-2.